Manufacturer narrative:
H3: product analysis found that visually, the pouch was open from 3 of 4 sides when returned. There was no damage noted in the construction of the returned device. When returned, the wire harness had a paper tape intact. Functionally, a syringe was used to inject 20cc of air into the cuff. The cuff inflated/deflated with no issues; no air leakage observed. For further analysis, both, the cuff and the inflation assembly were submerged under the water for leakage observation. There was no leakage detected coming from the cuff or the inflation assembly. A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the cuff failed to inflate when being inflated after inserting into the patient and was damaged. Repeatedly inflated the cuff. 5ml of air was used to inflate the cuff. This tube was extubated and the procedure was completed with another tube. There was no patient injury.